Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).

Event description:
Same case as MFR report#: 2134265-2017-04344. It was reported that following a coronary artery drug eluting stenting treatment procedure, stent thrombosis occurred. The target lesion was located in the non tortuous and non calcified left anterior descending artery (lad). The target lesion was treated with placement of two synergy ii stents. After stenting timi 3 flow was achieved. While the physician was getting ready to seal the femoral artery, the patient had angina and rhythm changes and was reengaged. It was found the stents were clotted off. Balloon angioplasty was performed to reopen the stents. The patient was rechecked the following morning and the stents were open.